Manufacturer narrative:
(B)(4).

Event description:
It was reported that undersensing was observed on the device during routine follow up. Programming changes were recommended. Physician elected to not make any recommended programming changes. Patient was stable before, during and after the event. Device remains implanted.